Event description:
Part of the guidewire was sheared off inside the pt when the physician was pulling the guidewire back through a metal entry needle. The detached material was retrieved from the pt using a snare and the procedure was completed successfully. The pt condition was reported as "no harm."